Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube), (exact upn is unknown), was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was placed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, knot was found in the distal part of the j-tube. Confirmed through x-ray and endoscopy check. The procedure was completed with a new two port through the peg jejunal feeding tube (j-tube). The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device catalog/model number, lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - j-tube exchange. (B)(4) - the reported event of j-tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).